Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test due to faulty force sensor system resistor. Insulin pump passed idle current test, run current test, self test, off no power test, displacement test. Insulin pump alarmed unexpected restart and reset after battery change due to faulty connector on interface board. Insulin pump received with cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the insulin pump would reset itself whenever it was dropped. Customer's blood glucose was unknown. Customer reported the insulin pump had cracks on the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.